Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure while trying to access a distal stone in the common bile duct, the guidewire did not go up the loop and was not able to go in to the direction of the stone. The physician then noticed a microperforation near the common bile duct. The procedure was not completed due to this event. The patient¿s condition was stable. The patient was hospitalized for 48 hours for observation. There was no medical intervention required. After two days the patient¿s condition was reported to be ¿doing well.¿